Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) from that on an (B)(4) 2011, a dehp free solution administration set with 3 way stopcock was presenting air bubbles in tubing during the priming with nacl. Reportedly, when the chamber is filled, air bubbles were observed all along the inlet. There is no patient involved. There was no patient injury or medical intervention necessary. No additional information is available.